Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test transmitter/sensor calibrated successfully. The sg and bg were in acceptable range. Unit successfully downloaded to thump. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, pump passed functional testing. The sg and bg tested within acceptable range during analysis. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the sensor glucose vs. Blood glucose difference, damage on battery tube side, battery tube threads. The customer experienced hypoglycemia with blood glucose value of 52 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884l, mmt-332a, mmt-242a, mmt-7040a. Troubleshooting was performed and the functionality was affected. The sensor glucose value was 400 mg/dl which was not range. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-1884l is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.